Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 282mg/dl. The customer's expected fasting blood glucose test result range is 115 to 180mg/dl. The customer feels well and did not report any symptoms at the time of the call. Medical attention is reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer fasting and produced test result of 102mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 102mg/dl (B)(6) 2016 01:39 pm fasting: yes, 145mg/dl (B)(6) 2016 08:34 pm fasting: yes, 237mg/dl (B)(6) 2016 05:27 pm fasting: yes, 246mg/dl (B)(6) 2016 09:25 am fasting: yes, 227mg/dl (B)(6) 2016 09:15 am fasting: yes. Customer called in stating that she feels her meter may be registering higher than what she expects. Customer states she takes insulin 3 times a day and is trying to get her diabetes under control. Customer states she took one test and got 245mg/dl fasting and within a few seconds tested again and got 275mg/dl fasting. Customer states she takes insulin prior to eating in the evenings and test before she goes to bed and has been getting high results. Customer states she will be following up with her doctor on tomorrow regarding the results she has been obtaining. Customer states at times she feels thirsty and tired but not at this time. Customer states she has been testing for years and her readings hasn't been this high. Customer ran a test with me on the phone and obtained 102mg/dl fasting and states she had her 30 units of insulin this morning. .

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 282mg/dl. The customer's expected fasting blood glucose test result range is 115 to 180mg/dl. The customer feels well and did not report any symptoms at the time of the call. Medical attention is reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer fasting and produced test result of 102mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 12/17/2016 the meter memory was reviewed for previous test result history: (B)(6). Customer called in stating that she feels her meter may be registering higher than what she expects. Customer states she takes insulin 3 times a day and is trying to get her diabetes under control. Customer states she took one test and got 245mg/dl fasting and within a few seconds tested again and got 275mg/dl fasting. Customer states she takes insulin prior to eating in the evenings and test before she goes to bed and has been getting high results. Customer states she will be following up with her doctor on tomorrow regarding the results she has been obtaining. Customer states at times she feels thirsty and tired but not at this time. Customer states she has been testing for years and her readings hasn't been this high. Customer ran a test with me on the phone and obtained 102mg/dl fasting and states she had her 30 units of insulin this morning. .